Manufacturer narrative:
The device in this case was received in three pieces. Multiple jagged areas noted. The device history was reviewed and found no excursions. Proper materials and methods of manufacturing were utilized. A test was added to the manufacturing procedure for a 100% inspection of each dilator to effectively identify any parts with a defective tip. This additional testing was implemented after the manufacturing of the lots from which these complaints originated.

Event description:
The customer reports when placing the catheter, the physician noticed that the tip of the dilator broke. There was no excessive pressure on the catheter. The device broke at its distal part, a few millimeters from its tip. The tip was not totally introduced in the patient; therefore, it was easy to remove it. The extra surgery time was less than 30 minutes. There was no harm to the patient.